Manufacturer narrative:
Other, other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. G1,2 email is: (B)(4). One device sample was received in used condition, without its original packaging, decontaminated and inside plastic bag. One photo was received. The photo shows the packing label from part and lot number. Per visual inspection the fluid warmer tube was received in damaged condition, the tube is deformed, it is not possible to perform a functional test. The complaint could not be confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken since the complaint was not confirmed.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer would only emit "beep sounds" when connecting the device to the machine and would not operate. There were no problems when connecting other consumables to the same machine. Patient involvement unknown.